Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise and inappropriate sensing issue on the atrial lead which prevented appropriate inhibition of pacing during atrial fibrillation were observed. Programming change was made. The atrial lead was capped and replaced. The patient was stable and discharged.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the atrial lead was capped on (B)(6) 2020.